Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the helix disengaged from helical channel. It was also noted that, there was blood in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that during the procedure, the right ventricular lead's helix took too many turns to deploy and retract. It was noted that the helix jumped out after many rotations. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.